Manufacturer narrative:
Product analysis: visually, the spiral wrap of the inner shaft was bent until broken approximately 3.17 inches from the distal end of the inner hub. The inner hub bushing was dislodged and missing. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.353 inches in the deformed area which was out of specification. The inner hub seal was in place but worn. Functional testing could not be performed due to the broken state of the device. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece had bur issue. There was no patient involvement. On follow-up, it was reported that the bur was inserted and seemed to work intermittently. Another m5 was taken out and used to complete the case. Event found during pre-op equipment testing.